Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation method: lens work order search. A parent/child work order search was performed and there were no similar complaints found within the work order. Conclusion- (unable to confirm): based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. The lens was discarded. (B)(4).

Event description:
The customer reported the +19.5 diopter cc4204a collamer single piece lens tore on insertion. The lens was cut and removed from the eye without any injury to the patient. The cause of the event was unknown.